Manufacturer narrative:
One use device was returned for evaluation. During visual inspection damage was observed on the breathing circuit, an air leak could occur during use, therefore confirming the customer's reported problem. Functional testing was not performed. The root cause is unknown. A device history record could not be completed as no lot number was received.

Event description:
It was reported that "circuit leakage occurred during pre-use inspection". The event occurred during priming, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.